Event description:
Report received from the USA stating that the device was "vibrating and seemed loose" in the attachment. The device was used during a mastoidectomy procedure. The procedure was delayed approximately 20 minutes due to loose cutter. The reporter stated that the facility would not be returning the drill and the attachment. The surgery was completed with the loose cutter. There was no additional information provided.

Manufacturer narrative:
The devide has been received by anspach. If additional information is received, a supplemental report will be sent.